Event description:
Endotracheal tube (ett) disconnected from the hub multiple times since the patient was admitted. The patient's ett then needed to be exchanged because the hub did not stay connected to the ett at all anymore. Example tube and packaging attached.

Event description:
Endotracheal tube (ett) disconnected from the hub multiple times since the patient was admitted. The patient's ett then needed to be exchanged because the hub did not stay connected to the ett at all anymore. Example tube and packaging attached.